Event description:
It was reported there was a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. It was noted that when the patient recharged his ins ¿for 45 minutes or so, he had a warm feeling on the battery so he had to take it off.¿ the patient was offered a spacer to help with the issue but did not want it. It was further reported that the battery was getting hot after 45 minutes of charging. It was noted that the patient believed it already had a spacer. The patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted the patient had an appointment date of (B)(6) 2014. The patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4). Product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.